Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the manipulator controller ergonomic base (mceb) board. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mceb board was analyzed and the customer reported complaint was confirmed and replicated. In lighthouse, these errors 32139 and 32011 were found indicating that these faults did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This mceb board unit was installed, programmed, and tested on the dv5 in house golden system s7, where errors 32139 and 32101 (high side switch fault) were triggered at startup replicating the reported event. Further investigation was carried out to determine potential root cause of the failure, this unit was bench tested using dv commander method, resulted with a controller integrated circuit (ic) having no output voltage (normal voltage is 1.25v). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this test and findings, failure analysis concluded that a potential root cause could be attributed to the controller ic to the reported failure.

Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, error 32139 occurred on the second console. Before contacting technical support, the customer had already restarted the system several times without resolving the issue. Error logs indicated that error 32139 was linked to the mceb on console 2. The technical support engineer (tse) guided the customer through a hard power cycle on the second console and another system restart, but the error persisted. Subsequently, the second console was disconnected, and the system was restarted in a single console configuration, which powered on normally without further issues. The procedure was completing as planned with no reported injury.